Manufacturer narrative:
Follow-up # 1 (08/15/2013)-product evaluation: the analysis of the subject meter was completed on 08/08/2013 by lifescan product analysis with the following findings: the reported complaint could not be reproduced. The meter met specifications for testing. No issues were identified during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012, the reporter contacted lifescan (B)(4), alleging inaccurate results compared to another meter. The reporter alleged readings of "9.3mmol/l" on the lfs meter and "5.6mmol/l" on another meter. This complaint is being reported because the reported results did not meet lifescan's accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.